Event description:
Nurse was scrubbed on a procedure using simplex bone cement. Some simplex was spilled on her gloved hands. But hands became itchy and red but her left hand swelled and peeled over the next several days. Her physician diagnosed the problem as acute contact dermatitis.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.